Event description:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. The device was returned to the manufacturer for evaluation. The customer's allegation could not be confirmed or duplicated. The device passed all testing and was found to operate as designed.